Manufacturer narrative:
Investigation x-inspect returned samples *analysis and findings complaint: (B)(4). Distribution history: this complaint unit was manufactured on 10/29/2010 under wo #95382 and shipped on 11/8/2010. Manufacturing record review: a review of the device history record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications. Should the device history record be located going forward this complaint will be amended accordingly. Incoming inspection review: not applicable. Service history record: no additional service history records found for this unit. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Product receipt: the complaint unit was returned on a repair. However, based on log 96403, this unit was at csi on (B)(6) 2021. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Root cause: service and repair confirmed the 'error 2', which is directly related with capacitor and fuse damage. After replacing fuse 1, capacitor 16 and 17 were also replaced. The capacitors had been updated by alsa. Service and repair will replace the capacitors if the previous versions are found on a unit. As a standard approach to verify the unit functions properly the power output was checked. This unit was noted to have the power output too high which can be adjusted to specifications. The root cause for this complaint condition is not readily available. The potential root cause is normal wear and tear over time. The diaphragm was updated due to a previous unrelated finding. *correction and/or corrective action the unit was repaired, adjusted & tested to specifications and returned to the customer. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. The unit was updated with a new diaphragm and tested to specifications before returned to the customer. Corrective actions related to the diaphragm: sustaining engineering has successfully tested a replacement material made of silicone for use in repairs going forward. The IFU was also updated to add a safety check via (B)(4), p/n (B)(6). A service bulletin was issued to existing customers informing them to check for this issue and return the unit if needed. All product in fg and sk, as applicable, were reworked to replace the previous versions of the dfus on all applicable products. Correction activity in 2016. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends. Reference: (B)(4) and (B)(4).

Event description:
Error: "er2. Order: (B)(4). ----complaint verified----replaced diaphgram, fuse and 2-capacitors. Coag power too high--adjust output power. 1216677-2021-00135. Leep system 1000 esu gen 52969 (B)(4).

Manufacturer narrative:
Coopersurgical , inc. Is currently investigating the reported condition.

Event description:
Error: "er2. Order: (B)(4). Complaint verified. Replaced diaphgram, fuse and 2-capacitors. Coag power too high--adjust output power. Leep system 1000 esu gen 52969. E-complaint- (B)(4).